Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had developed break outs under the device and that the tighter garments caused his ribs to ache. The patient had a history of skin sensitivities. The patient's doctor instructed the patient to use flonase and that was reported to have helped. Patient also reported using cetaphil on irritation. The patient reported that the irritation was improving and that switching to the larger garments relieved the ache in his ribs.